Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a carotid artery stenting procedure. Reportedly, hemostasis was achieved with the prostyle knot. During cutting the suture, the suture trimmer slide knob was moved up; however, the gate did not open. Another prostyle was opened and the new suture trimmer was used to cut the suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Returned device analysis noted the slider knob of the suture trimmer was separated yet remained in the loading gate.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the gated suture trimmer was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incident from this lot. The reported mechanical jam with the gated suture trimmer was concluded to be related to a potential product quality issue based on the observed broken internal component during returned device analysis.